Event description:
Replacing two stents to the right ureter: the provider was able to pull the first stent off but could not get #2 of the tandem to advance. Provider had to pull it out and noted it had split. The guidewire had uncoiled as well.